Event description:
It was reported the patient's blood glucose level rose to 298 mg/dl while wearing the pod between 1 and 4 hours. Investigation of the pod (completed 01-jun-2026) found a tear in the cannula. The device was originally reported on (B)(6) 2026 as the patient was not sure insulin was being delivered. As treatment a new pod was placed.

Manufacturer narrative:
Investigation of the returned device found two tears in the internal portion of the soft cannula that contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone14.3, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.